Event description:
The info was received from menicon's affiliate in (B)(4). An ophthalmologist reported to (B)(6). A patient developed corneal abscess in the right eye while wearing menicon z in extended wear basis. Based on further investigation done by the affiliate, (B)(6)2010, a corneal abscess was seen in pt's eye and pt was treated with rifamycin, desomedine, xylocaine and topical corticosteroids for 5 weeks, (B)(6)2010. There was a culture positive delftia acidovorans. He was asked to come twice a week f/u. After 5 weeks, the visual acuity has decreased to 06/10 (initial 10/10). The doctor's comment is that it was linked to a bad hygiene and handling of the patient. No add'l info available.